Event description:
It was reported that stent fracture occurred. Vascular access was obtained via radial artery. The 80% stenosed, 30mm x 2.75mm, de novo target lesion was located in the moderately tortuous and severely calcified middle right coronary artery. After pre-dilatation with two nc quantum balloons, a 38 x 3.00 promus elite drug-eluting stent was advanced. However, during the procedure, the stent failed to cross the lesion, and broken struts were found. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
Updated: h6: device codes from fracture to deformation. B5: b5: describe event or problem.

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via radial artery. The 80% stenosed, 30mm x 2.75mm, de novo target lesion was located in the moderately tortuous and severely calcified middle right coronary artery. After pre-dilatation with two nc quantum balloons, a 38 x 3.00 promus elite drug-eluting stent was advanced. However, during the procedure, the stent failed to cross the lesion, and broken struts were found. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable. It was further reported that after retrieving the stent outside the body, struts deformation was noticed, and the stent material did not break into two pieces as was what previously reported.